Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a faulty power supply. In consequence the correction to replace the power supply resolved the issue. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the ventilator was started (B)(6) 2023 15:12:23 in the ventilation software (B)(6) 2023 16:00:06 was changed from standby to niv mode. The unit alarmed for the first time (B)(6) 2023 17:44:34 with "battery low" at 18:31:52 the unit switched to ambient mode. Checked system not switching on and battery fully discharge problem is power supply need to be replace to same. Checked the power supply, the input voltage is coming 230 v but there is not coming any output 24 dc volt, the output dc voltage is showing 0 volt. No patient harm was reported.

Event description:
The following was reported to hamilton medical ag: the ventilator was started on (B)(6) 2023 15:12:23 in the ventilation software 09.02.2023 16:00:06 was changed from standby to niv mode. The unit alarmed for the first time 09.02.2023 17:44:34 with "battery low" at 18:31:52 the unit switched to ambient mode. Checked system not switching on and battery fully discharge problem is power supply need to be replace to same. Checked the power supply, the input voltage is coming 230 v but there is not coming any output 24 dc volt, the output dc voltage is showing 0 volt. No patient harm was reported.

Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported. Case under investigation. Hamilton medical ag case number is: (B)(4).